Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). It was reported that the ventilator failed internal leakage test during pre-use check. The pressure transducer printed circuit board was found defective and replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).